Manufacturer narrative:
On 12-jan-2017, product investigation results: reporter returned 4 toothbrush heads on 06-dec-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
The brushes with a screw became detached in the mouth / 3 brush heads from which the head has come off / broken brushes [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown with a screw became detached in the mouth. She stated that she had never had any problems with it, and had brushed electrically for 15 years. The consumer reported that she had 3 brush head from which the head had come off. No symptoms developed. On (B)(4) 2016 received consumer's follow-up e-mail: the consumer reported that she had kept the three broken brushes. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned four heads on 06-dec-2016. Product investigation is in progress.

Event description:
The brushes with a screw became detached in the mouth / 3 brush heads from which the head has come off / broken brushes [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 07-nov-2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown with a screw became detached in the mouth. She stated that she had never had any problems with it, and had brushed electrically for 15 years. The consumer reported that she had 3 brush head from which the head had come off. No symptoms developed. On 14-nov-2016 received consumer's follow-up e-mail: the consumer reported that she had kept the three broken brushes. No further information was provided.